Event description:
On (B)(6)2023, the customer provided additional testing for troubleshooting purposes. On (B)(6)2023 sid (B)(6) on alinity I ai01958 assays fsh, lh, tsh, rf were measured to exclude any possible interference. All assays returned normal values (fsh 4.308- lh 0.517-tsh 0.776 rf <20). The heterophilic blocking tube was used to test bhcg on the sample patient was also carried out, with a positive result of 182.34 (sid (B)(6)hbt). There was no impact to patient management reported.

Manufacturer narrative:
Additional patient testing information was added to section b5 - describe event or problem. Section g1 contact information was updated to reflect the current contact (B)(6).

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket trending review for the list number did not identify any related trends. A review of the device history records was completed and did not identify any non-conformances or deviations associated with the reagent lot 49620ud00 and the complaint issue. The overall performance of alinity I total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median value of the negative population for the complaint lot number is within the established limits. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or product deficiency of the alinity I total b-hcg reagent lot 49620ud00 was identified.g1 all manufacturers: g1 - contact information has been updated to included new contact name, email, address, phone number, and fax number.

Event description:
The customer reported a false positive alinity I total b-hcg result for a female patient that finished her menstrual cycle 2 days ago. The patient arrived in the emergency room with abdominal pain. The doctor performed an ultrasound as it was necessary due to the patient¿s clinical picture and did not detect signs of pregnancy, endometrium was of normal thickness. There was no harm to the patient. The patient was not available to be retested. The patient confirms she was not being treated for other pathologies and that she does not take monoclonal antibodies. The following data was provided: sid (B)(6): on(B)(6)2023: initial b-hcg result = 176.31 miu/ml on (B)(6)2023: repeat b-hcg result on another instrument ((B)(6)) = 183.52 miu/ml the customer only passed one qc level on (B)(6)2023. On (B)(6)2023 the customer passed qc levels 1 and 2. On (B)(6)2023, the customer provided additional testing for troubleshooting purposes. On (B)(6)2023 sid (B)(6)on alinity I (B)(6)assays fsh, lh, tsh, rf were measured to exclude any possible interference. All assays returned normal values (fsh 4.308- lh 0.517-tsh 0.776 rf <20). The heterophilic blocking tube was used to test bhcg on the sample patient was also carried out, with a positive result of 182.34 (sid (B)(6)hbt). There was no impact to patient management reported.

Event description:
The customer reported a false positive alinity I total b-hcg result for a female patient that finished her menstrual cycle 2 days ago. The patient arrived in the emergency room with abdominal pain. The doctor performed an ultrasound as it was necessary due to the patient¿s clinical picture and did not detect signs of pregnancy, endometrium was of normal thickness. There was no harm to the patient. The patient was not available to be retested. The patient confirms she was not being treated for other pathologies and that she does not take monoclonal antibodies. The following data was provided: sid (B)(4). On (B)(6) 2023: initial b-hcg result = 176.31 miu/ml. On (B)(6) 2023: repeat b-hcg result on another instrument (ai01955) = 183.52 miu/ml. The customer only passed one qc level on 25sep2023. On (B)(6) 2023 the customer passed qc levels 1 and 2. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.this report is being filed on an international product, list number 07p51-20 that has a similar product distributed in the us, list number 7p51-21 / -31.